Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the of the instrument channel port corrosion could not be determined, however, the issue was likely the result of component failure due to degradation resulting from repetitive use stress, insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The uretero-reno videoscope was returned to the service center for a separate issue. During evaluation of the device, corrosion was found on the instrument channel port and required repair. There was no patient involvement, and no harm was reported as a result of the event.